Manufacturer narrative:
Product was not returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found one additional complaint for this item from the same hospital ((B)(4)). Review of device history records found unrelated deviations during the manufacturing process. Four units were scrapped upon receipt due to shipping damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during and acl reconstruction procedure on (B)(6) 2015, the patient cassette began leaking water from the ultrasonic weld. This caused water to leak onto other equipment causing it to short out and caused a delay of less than 30 minutes in the procedure. A competitor pump was used to complete the procedure.